Event description:
Hill-rom rec'd a report from the account stating a pt had a gunshot wound and was bleeding badly on the bed and mattress. They stated that they removed the pt, cleaned the bed and mattress and then placed another pt on the unit. The account stated that blood had come back through the mattress onto the second pt. The unit was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom rec'd the returned mattress on 5/28/2015 and is pending evaluation. The user facility has been contacted regarding the status of the pts involvement and any treatments required. Hill-rom has not yet rec'd any information. The investigation is ongoing, however, when additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.